Event description:
It was reported that the power management (pm) board had failed, there was a 1212 error code, and the battery was not charging. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. Per the diagnostics performed by the engineer, it was found that there was no power to the pm pcba or the power supply. It was the determined that the power cord was bad. The customer replaced the power cord, and the unit powers on as expected under ac power. It was also reported that with the power off, the power switch led illuminates amber and the battery led was flashing to indicate it was charging. The engineer advised the customer to allow the battery to fully charge, as indicated by the battery led going steady.